Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported upon insertion of the cannula into the aorta, part of the suture flange broke off. The fractured tab was noticed during the insertion into the aorta, prior to suturing. The user successfully recovered the piece of the tab that broke off. The cannula was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.